Event description:
Customer reported she was unable to test due to receiving an ER-9 message on the display of her adc blood glucose meter. As a result of this issue, the customer reported that on (B)(6) 2013 she experienced symptoms described as "light headed and very shaky". Customer self-presented to the emergency room and was diagnosed with hyperglycemia and tachycardia. Customer reported being treated an unspecified intravenous medication. Customer additionally reported being administered medication for her stomach that was not previously prescribed. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: customer reported using 2 test strip lots (lots 1271620 and 1272813) at the time she received the reported error. However, it is unknown which test strip lot she was using prior to the medical event. Although the customer reported receiving an error 9, this error message usually does not occur on the complainant's meter. All pertinent information available to abbott diabetes care has been submitted.